Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot communicate with monitor) was confirmed. As received, the belt could not complete testing. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, pulling the j702 connector on the dn pca board. The cause of the inability to communicate with the monitor is the pulled cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A zoll distributor returned an electrode belt sn (B)(4) indicating that it could not communicate with the monitor.